Event description:
It was reported that while in cath lab md inserted sheath into patient. After removing iab from tray, md inserted it into sheath where it became stuck. As a result, md removed iab from sheath & used another brand iab to complete insertion. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.